Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window corner. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer reported the insulin pump alarmed button error. Alarm occurred in the middle of the night, then it alarmed sensor value ins not available enter blood glucose now. Customer¿s blood glucose was 169 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.